Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient got sick and alleged having sweating, legionnaires' disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient got sick and alleged having sweating, legionnaires' disease. The medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector. Unknown residue was observed on the inside of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes that there was presence of dirt contamination in airpath and no evidence of sound abatement foam degradation found within the device. Section h6 updated in this report.